Event description:
Hardware failure after cervical diskectomy fusion ((B)(6) 2017) . Medtronic anterior cervical plate and screw. Patient required surgical intervention on (B)(6) 2018, for removal of instrumentation c4,c5,c6, and c7, and re-instrumentation of c5, c6, and c7. During the course of surgery it was noted that right sided c7 screw had fractured . This was removed along with all other screws within the plate. An exploration of the fusion was performed which showed clear movement of the interbody cage at c6-7 and an absence of complete consolidated head bone.